Manufacturer narrative:
It was originally reported that 2 devices were pending evaluation; however, only 1 device was pending evaluation. The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. The other device was also not made available for evaluation by the customer and the reported issue was not confirmed.

Event description:
This report summarizes 7 malfunction events, where it was reported the cot tipped over.  There were 5 instances of patient involvement with no reported adverse consequences.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices are pending evaluation. 5 devices were evaluated in the field but the issue was not confirmed; no defects or malfunctions were found. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 7 malfunction events, where it was reported the cot tipped over. There were 5 instances of patient involvement with no reported adverse consequences.